Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pump was explanted and replaced due to motor stall. "Pump would stall then start". The pump contained fentanyl 2000 mcg/ml at 12.1 mcg/day; dilaudid 2.5 mg/ml at 0.0151 mg/day; baclofen 90 mcg/ml at 0.543 mcg/day and clonidine 40 mcg/ml at 0.242 mcg/day. No patient symptoms or outcome were reported.